Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently unresponsive and contamination was under all keypad button contacts. Investigation also revealed that the battery compartment was cracked. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the keypad was found to be cut and torn at the up arrow button. During testing, the ok keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was found to be damaged. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Additionally, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Initial reporter: (B)(6).